Event description:
According to the report, the surgeon said the graft was weeping. Operative notes were provided, "the implant occurred on (B)(6) 2015. The patient was prepped and draped in supine position after general anesthetic was performed. A timeout was done and using ultrasound guidance, the right jugular vein was punctured without difficulty and a hard copy of the image was kept. A j-wire was placed into the superior vena cava and visualized using fluoroscopy, and a 1 cm incision was made adjacent to the j-wire. A small dilator was placed, the j-wire was removed and a 0.035 stiff implants guide wire was then placed and positioned down into the inferior vena cava. Sequential dilators were then placed over the guide wire, and the dilator and sheath, which was the short dilator and sheath, the hero kit was then placed over the guide wire, and the j-wire and dilator were removed. The outflow component of the hero catheter was placed into the split sheath and the tip was positioned near the right atrium, and the split sheath was removed. The hero catheter outflow segment was then brought through a subcutaneous tunnel to an incision which was made at the deltopectoral groove extending for a length of 2 to 3cm. The hero catheter was instilled with heparinized saline and clamped with the soft plastic clamp. The axillary artery was then dissected out by making a vertical incision high in the axilla extending for a length of about 5 cm. The axillary artery was then dissected out and found to be about 4 to 5 mm in diameter and felt to be of good quality. It was surrounded with vascular loops and the patient received 4000 units of intravenous heparin. After 2 minutes of circulation time the ptfe graft was tunneled from the incision at the deltopectoral grove down to an incision in the upper arm, which was fashioned to make a u-shaped ptfe graft in the upper arm. The ptfe graft was connected to the outflow segment after the outflow segment was trimmed to appropriate length, after first visualizing the tip of the catheter in the right atrium area. The ptfe graft was tunneled to the incision in the axilla, the axilla artery was occluded with vascular loops and opened vertically for a length of 5mm. The graft was beveled and then anastomosed end-to-side to the artery with running 6-0 prolene. Prior to completion of anastomosis, the vessels were forward and backbled, the anastomosis was completed and flow was established into the graft with a good thrill overlying the entire graft. The patient's hand was warm and pink with good capillary refill upon completion of the procedure, and she had a palpable radial artery pulse present. There was a great deal of weeping from the segment of ptfe proximal to the anastomosis to the artery for a length of about 5 cm, and an attempt was made to control this weeping with pressure and fibrillary surgicel, but this was not successful and it was decided that it would be necessary to wrap this segment of the graft with artegraft. A 6mm diameter, 17cm length artegraft was then brought onto the field after it had been prepped appropriately with saline flushing, the graft was then split longitudinally and 2 segments of the artegraft were then used in a side- by-side fashion to wrap around the weeping segment of the ptfe and affixed into place using large ligaclips. This effectively stopped the weeping and the wound was irrigated with saline. The patient did bruise quite a bit throughout the entire tunnel of the ptfe graft. The wounds were closed by reapproximation the deep tissue with interrupted 4-0 vicryl and skin with running 4-0 nylon, and dressings were applied. Hard copies of the fluoroscopy were kept." The surgeon stated that he has seen this type of weeping with other ptfe. The weeping occurred close to the anastomosis site. The scrub tech did not flush first. The weeping occurred for at least 30 minutes. Patient was not on anticoagulants.

Manufacturer narrative:
According to the report, the surgeon said the graft was weeping. Operative notes were provided, "the implant occurred on (B)(6) 2015. The patient was prepped and draped in supine position after general anesthetic was performed. A timeout was done and using ultrasound guidance, the right jugular vein was punctured without difficulty and a hard copy of the image was kept. A j-wire was placed into the superior vena cava and visualized using fluoroscopy, and a 1 cm incision was made adjacent to the j-wire. A small dilator was placed, the j-wire was removed and a 0.035 stiff implants guide wire was then placed and positioned down into the inferior vena cava. Sequential dilators were then placed over the guide wire, and the dilator and sheath, which was the short dilator and sheath, the hero kit was then placed over the guide wire, and the j-wire and dilator were removed. The outflow component of the hero catheter was placed into the split sheath and the tip was positioned near the right atrium, and the split sheath was removed. The hero catheter outflow segment was then brought through a subcutaneous tunnel to an incision which was made at the deltopectoral groove extending for a length of 2 to 3cm. The hero catheter was instilled with heparinized saline and clamped with the soft plastic clamp. The axillary artery was then dissected out by making a vertical incision high in the axilla extending for a length of about 5 cm. The axillary artery was then dissected out and found to be about 4 to 5 mm in diameter and felt to be of good quality. It was surrounded with vascular loops and the patient received 4000 units of intravenous heparin. After 2 minutes of circulation time the ptfe graft was tunneled from the incision at the deltopectoral grove down to an incision in the upper arm, which was fashioned to make a u-shaped ptfe graft in the upper arm. The ptfe graft was connected to the outflow segment after the outflow segment was trimmed to appropriate length, after first visualizing the tip of the catheter in the right atrium area. The ptfe graft was tunneled to the incision in the axilla, the axilla artery was occluded with vascular loops and opened vertically for a length of 5mm. The graft was beveled and then anastomosed end-to-side to the artery with running 6-0 prolene. Prior to completion of anastomosis, the vessels were forward and backbled, the anastomosis was completed and flow was established into the graft with a good thrill overlying the entire graft. The patient's hand was warm and pink with good capillary refill upon completion of the procedure, and she had a palpable radial artery pulse present. There was a great deal of weeping from the segment of ptfe proximal to the anastomosis to the artery for a length of about 5 cm, and an attempt was made to control this weeping with pressure and fibrillary surgicel, but this was not successful and it was decided that it would be necessary to wrap this segment of the graft with artegraft. A 6mm diameter, 17cm length artegraft was then brought onto the field after it had been prepped appropriately with saline flushing, the graft was then split longitudinally and 2 segments of the artegraft were then used in a side- by-side fashion to wrap around the weeping segment of the ptfe and affixed into place using large ligaclips. This effectively stopped the weeping and the wound was irrigated with saline. The patient did bruise quite a bit throughout the entire tunnel of the ptfe graft. The wounds were closed by reapproximation the deep tissue with interrupted 4-0 vicryl and skin with running 4-0 nylon, and dressings were applied. Hard copies of the fluoroscopy were kept." The surgeon stated that he has seen this type of weeping with other ptfe. The weeping occurred close to the anastomosis site. The scrub tech did not flush first. The weeping occurred for at least 30 minutes. Patient was not on anticoagulants. The manufacturing records for lot h14av026 were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A seroma is a collection of sterile, clear, ultra-filtered serum surrounded by a non-secretory fibrous pseudocapsule. Seromas have been reported with both dacron and ptfe grafts, most common when they are place in subcutaneous locations and are sometimes referred to as a weeping graft. Early seromas are not uncommon with prosthetic a-v grafts and frequently resolve without intervention. As this event may not be a true seroma, given the fact that the weeping was not contained within the subcutaneous tissue it is plausible that the observed event was the ultra-filtered serum described above and therefore is a known vascular access occurrence/complication reported with ptfe grafts. The ptfe component of the hero 1002 is manufactured by bard pv. The surgeon did not specify if bard pv was one of the "other ptfe grafts" that he sees this type of weeping. Although it was stated that the patient was not on anticoagulants, the comorbidities and other medical history or current medications are unknown for this patient; therefore no conclusion can be made as to the impact of their history or medications may have on the observed event. The operative notes indicate, "the patient did bruise a quite a bit throughout the entire tunnel of the ptfe graft." As such, this could be indicative of some other (unknown) systemic underlying condition for this particular patient which could be related to the duration of the weeping that was observed. The root cause for this event is unknown. If the event does in fact represent a seroma it is a known potential complication of the hero graft which is outlined in the device's IFU. Seromas are common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero or the hero IFU. There is no evidence to suggest that an error occurred in processing or production. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
According to the report, the surgeon said the graft was weeping. Operative notes were provided, "the implant occurred on (B)(6) 2015. The patient was prepped and draped in supine position after general anesthetic was performed. A timeout was done and using ultrasound guidance, the right jugular vein was punctured without difficulty and a hard copy of the image was kept. A j-wire was placed into the superior vena cava and visualized using fluoroscopy, and a 1 cm incision was made adjacent to the j-wire. A small dilator was placed, the j-wire was removed and a 0.035 stiff implants guide wire was then placed and positioned down into the inferior vena cava. Sequential dilators were then placed over the guide wire, and the dilator and sheath, which was the short dilator and sheath, the hero kit was then placed over the guide wire, and the j-wire and dilator were removed. The outflow component of the hero catheter was placed into the split sheath and the tip was positioned near the right atrium, and the split sheath was removed. The hero catheter outflow segment was then brought through a subcutaneous tunnel to an incision which was made at the deltopectoral groove extending for a length of 2 to 3cm. The hero catheter was instilled with heparinized saline and clamped with the soft plastic clamp. The axillary artery was then dissected out by making a vertical incision high in the axilla extending for a length of about 5 cm. The axillary artery was then dissected out and found to be about 4 to 5 mm in diameter and felt to be of good quality. It was surrounded with vascular loops and the patient received 4000 units of intravenous heparin. After 2 minutes of circulation time the ptfe graft was tunneled from the incision at the deltopectoral grove down to an incision in the upper arm, which was fashioned to make a u-shaped ptfe graft in the upper arm. The ptfe graft was connected to the outflow segment after the outflow segment was trimmed to appropriate length, after first visualizing the tip of the catheter in the right atrium area. The ptfe graft was tunneled to the incision in the axilla, the axilla artery was occluded with vascular loops and opened vertically for a length of 5mm. The graft was beveled and then anastomosed end-to-side to the artery with running 6-0 prolene. Prior to completion of anastomosis, the vessels were forward and backbled, the anastomosis was completed and flow was established into the graft with a good thrill overlying the entire graft. The patient's hand was warm and pink with good capillary refill upon completion of the procedure, and she had a palpable radial artery pulse present. There was a great deal of weeping from the segment of ptfe proximal to the anastomosis to the artery for a length of about 5 cm, and an attempt was made to control this weeping with pressure and fibrillary surgicel, but this was not successful and it was decided that it would be necessary to wrap this segment of the graft with artegraft. A 6mm diameter, 17cm length artegraft was then brought onto the field after it had been prepped appropriately with saline flushing, the graft was then split longitudinally and 2 segments of the artegraft were then used in a side- by-side fashion to wrap around the weeping segment of the ptfe and affixed into place using large ligaclips. This effectively stopped the weeping and the wound was irrigated with saline. The patient did bruise quite a bit throughout the entire tunnel of the ptfe graft. The wounds were closed by reapproximation the deep tissue with interrupted 4-0 vicryl and skin with running 4-0 nylon, and dressings were applied. Hard copies of the fluoroscopy were kept." The surgeon stated that he has seen this type of weeping with other ptfe. The weeping occurred close to the anastomosis site. The scrub tech did not flush first. The weeping occurred for at least 30 minutes. Patient was not on anticoagulants.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.